Manufacturer narrative:
(B)(4). Analysis of the extension (serial number# (B)(4)) found the body conductor broken less than 5 cm from proximal end. If information is provided in the future, a supplemental report will be issued.

Event description:
Nni.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3708660, serial# (B)(4), implanted:(B)(6) 2017, explanted: (B)(6) 2017, product type extension.

Event description:
Information was received from the manufacturer¿s representative regarding a patient with an implantable neurostimulator (ins) for deep brain stimulation (dbs). It was reported that during a dbs stage ii (extension and ins) it was determined that the extension had an open circuit on wire to contact #2. Impedances were measured as >40,000 ohms on all combinations with contact #2. A new extension was then implanted. Impedance testing was conducted throughout the replacement process to determine that the circuit had improved (resolved) once the faulty extension was replaced. The event issue was reported as resolved at the time of report. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.